Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. The input/output printed circuit board (pcb) was replaced as a preventative measure. The company service representative then monitored the system through warm up and a full power cycle. The system was then tested and met all product specifications. A service request (sr) was opened to address additional events of gantry unable to move. The company service representative examined the system and was unable to confirm or replicate the reported event. The sbrio printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the gantry is auto driving downward. No patient impact was reported. Additional information has been requested. New information received reported the event occurred before the procedure.